Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet, including an episode measured at 64 mg/dl during a support call, with patterns occurring after meal announcements, after corrections, and overnight; the user intermittently disconnected from the pump and had used meal announcements to correct hyperglycemia, after which a factory reset and reinitialization were performed. Symptoms included hypoglycemia with associated need for rapid carbohydrate intake. Outcomes included transient interruption of insulin delivery by user disconnection and self-treatment with oral glucose, without emergency treatment or hospitalization. Investigation included review of device logs, user education, linking the device to the user account, synchronization, and guided factory reset with re-entry of setup parameters. Investigation of this case revealed inconsistent meal announcement practices and use of meal announcements as corrections, which can disrupt algorithm adaptation, with device function restored following factory reset. It was concluded that user technique and algorithm maladaptation contributed to hypoglycemia, and device malfunction was not confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.